Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose level was 220 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 56 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test.